Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6)2024. It was reported that the patient was in the hospital less than 24 hours and was discharged from the hospital the same day they arrived 07/05/2024. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2024. It was reported that on (B)(6) 2024 the patient's g7 wearable fell off early. At 12:20am on (B)(6) 2024, the pediatric patient was in his room and called his parent that the sensor had fallen off. The patient's parent advised the patient to place the wearable on the countertop (at this time there was no information about attempting to insert a new wearable). Around 2:00am, the patient's parent attempted to call the patient to check on him; however, he was not answering. The parent found the patient unconscious and checked a finger stick reading and it was 50 mg/dl. The parent administered the patient baqsimi and called emergency medical services. Ems arrived after 10 minutes and checked the patient's vitals. The patient's patient could not recall if ems checked the patient's blood sugar. No medications were administered at this time and the patient was taken to the hospital. They arrived after 3:00am and the patient was kept for observation (no medications provided to the patient per the parent). At the time of the report on (B)(6) 2024, the patient was still at the hospital. It is unknown how long the patient was in the hospital for. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection on (B)(6) 2024. No additional patient or event information is available.